Manufacturer narrative:
Establishment name: (B)(6). The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received notification of a clinical paper with a pending publication (post eto data accumulation) date that reports positive cultures results for reprocessed olympus endoscopes. The purpose of the study was to perform surveillance cultures to assess the efficacy of double high level disinfection (dhld) on the facility's scopes following the inability to ethylene oxide (eto) sterilize the scopes due to being without access to eto for approximately 6 weeks as a result of process modifications. The facility has since changed their reprocessing lab. The study involved performing surveillance cultures on 94 scopes total (tjf-q180v [58] and linear eus [36]). The culture results identified a contamination rate of 5.2% (high concern organisms: 3/58) for the tjf scopes and a contamination rate of 27.8% (high concern organisms:10/36) for the eus linear scopes. This MFR. Report addresses the unknown model 140 series linear eus scopes.

Manufacturer narrative:
This supplemental report is being submitted to provide additional MFR. Report numbers related to the previously report clinical study. Please cross-reference the following related MFR.report numbers: 8010047-2020-05480 and 8010047-2020-05346.